Event description:
The customer reported that the system was not taking exposures.

Manufacturer narrative:
The ge service rep indicated it had image problems as well. He reloaded the software and found the system was inoperative. They were unable to reload calibration files.